Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4058m52 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance. No action was taken and the rv lead remains in use. Additionally, it was reported that the atrial lead had low impedance and that there was no sensing and no capture at max outputs. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.